Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp was unable to be interrogated. Troubleshooting was performed by reattaching the echocardiogram and rebooting the programmer and link module. Troubleshooting was unsuccessful. The lp was removed and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of no conductive telemetry was confirmed. The device was unable to establish telemetry upon receipt. The device was cut open and found to be at end of life (eol). A longevity calculation was performed and found the battery depletion was premature. Further analysis performed on the hybrid indicated a metal migration anomaly causing a short circuit, which resulted in premature battery depletion of the device. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.